Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had cath, during procedure the lead was dislodged. The lead was repositioned and remains actively implanted. No adverse patient events reported.